Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station froze due to communication issue. A technical support specialist assisted and confirmed that the issue had not reoccurred. The system functioned as intended after a technical support specialist troubleshot the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es frozen in the middle of pulling medications or when logged in. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported based on this event.